Manufacturer narrative:
Submit date: 03/10/2017. An evaluation of the kangaroo epump was performed for the reported condition of the unit¿s screen blinks and when it is turned on it is unreadable. The unit was triaged and the reported issue could not be confirmed. The unit¿s screen did not fail during testing, which would cause it to become unreadable at any time during processing. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment.

Manufacturer narrative:
Submit date: 12/19/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump. The customer reports the unit blinks when it is turned on and is unreadable.